Event description:
It was reported by a neurosurgeon that a vns pt whom she will be performing lead revision surgery, had left laryngeal palsy and swallowing difficulties. At the moment, good faith attempts to obtain add'l info have been unsuccessful to date. Furthermore, per the treating surgeon intervention will be taken.